Manufacturer narrative:
The device was returned for analysis. Visual/tactile inspection revealed the hypotube profile had no issues identified. A kink in the midshaft at the port exchange was identified. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the shaft polymer extrusion noted that the inner lumen had detached just proximal to the distal tip. The outer lumen was severely stretched which resulted in the inner lumen (broken section) appearing like it was pulled away from the location point of the break. The distal tip showed no signs of damage. As a result of the broken inner lumen and the severely stretched outer lumen, the distal markerband detached and stayed sitting in the distal section of the balloon. The proximal markerband remained attached to the lumen. No other device issues/defects were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 18dec2025. It was reported that the balloon protective sheath caused the hypotube rupture. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, it was noted that the removal of the protective sheath caused a rupture of the hypotube. No patient complications. However, device analysis revealed a detached markerband.